Event description:
It was reported that during an unknown procedure, even though the min and max button was not pushed, it worked automatically. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 3-21-2012. Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested on the generator and the hand control switch assembly was not functional. However, the device did activate when tested with the foot switch. There was no continuous activation of the device noted. Device will be further analyzed to determine the cause of the failure, and results will be documented on a separate analysis page. Additional analysis results: button actuated freely in max and min direction, and did not stick. Tactile feel of max and min domes was normal. Assembled device to hp054 connected to a gen04. Device passed generator test cycle. In hand activation mode min worked intermittently; max did not work, even after numerous tries. Could not get the button in either min or max direction to stick down with repeated center, left side, or right sight applied force to button. Could not determine why intermittent and no activation condition existed. Opened device. Switch assembly had no visible damage, and domes were up and appeared normal. Right handle shroud cavity 2, button cavity 4. Re-assembled device. Assembled device to hp054 connected to a gen04. Device passed test cycle. In hand activation mode min still worked intermittently; max did not work, even after numerous tries. Could not get the button in either min or max to stick down with repeated direct, left side, or right sight applied force to button. Could not determine why intermittent and no activation condition existed. Additionally: reviewed flex ribbon, and traces within, from solder joints at connector assembly all the way to the pads under the max and min domes. There was no observed damage, creases, kinks or breaks in the flex or traces. Button was hitting central to the max and min domes.